Event description:
It was reported "floating trans venous pacemaker with ccm attending at bedside. Assisting rn witnessed blood backflow through the balloon catheter. Ccm fellow aborted the procedure. On examination by fellow and attending, the temporary pacing catheter balloon tip not intact. 5fr, 110cm cath. 6fr .035 inch diam wire temporary pacing catheter with shrounded pins/introducer kit". Additional information states that the bedside procedure was aborted and the patient was taken to the cardiac cath lab to place a trasvenous pacer. The patient's current condition is reported as "discharged home in stable condition".

Manufacturer narrative:
Qn#(B)(4). Mw5159095.

Manufacturer narrative:
(B)(4). No lot number was reported. The lot number of the returned device is unknown. Returned for investigation was a 5fr. Pacing catheter without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the supplied 3ml luer-lock syringe was connected to the inflation lumen stopcock. The inflation lumen stopcock was in the closed position. The recommended volume capacity of the balloon is 0.75cc. The catheter balloon was im-mediately noted ruptured/torn; the balloon was ruptured/torn approximately 0.9cm to 1.2cm from the distal tip of the catheter. The distal and proximal electrode appeared typical. The distal and proximal electrode extension leads appeared typical. No contrast media was noted in the injection lumen extension line. Some dried blood spots were noted within the inflation lumen extension line. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the skive cut of the inflation lumen. No other damage or abnormalities were noted to the returned. The balloon could not be functionally tested due to the returned state of the device. The balloon damage was previously confirmed near the distal tip of the catheter. The distal electrode and distal extension lead (white wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.1 ohms and passed functional testing. The proximal electrode and proximal extension lead (blue wire) was connected to a multi-meter and continuity was found between the leads. The resistance measured 1.4 ohms and passed functional testing. Both distal and proximal electrodes were cross checked, and no short circuit was found. Sample. Additionally, the supplied 3ml luer-lock syringe was connected to the inflation lumen stopcock, instead of supplied 0.75cc control stroke syringe, which indicates a potential that the user ruptured the balloon by over inflating the balloon using an incorrect syringe. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instruction for use (IFU) states; "warning: do not inflate the latex balloon beyond the stated maximum inflation capacity. Exceeding this volume will not appreciably increase the diameter of the balloon and will increase the possibility of balloon rupture." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of balloon leak / ruptured in use is conformed. The catheter balloon was found ruptured/torn upon receipt of the sample. Additionally, the supplied 3ml luer-lock syringe was connected to the inflation lumen stopcock, instead of supplied 0.75cc control stroke syringe, which indicates a potential that the user ruptured the balloon by over inflating the balloon using an incorrect syringe. As a result, an inservice has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured/torn balloon. The most probable root cause is customer related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "floating trans venous pacemaker with ccm attending at bedside. Assisting rn witnessed blood backflow through the balloon catheter. Ccm fellow aborted the procedure. On examination by fellow and attending, the temporary pacing catheter balloon tip not intact. 5fr, 110cm cath. 6fr .035 inch diam wire temporary pacing catheter with shrounded pins/introducer kit". Additional information states that the bedside procedure was aborted and the patient was taken to the cardiac cath lab to place a trasvenous pacer. The patient's current condition is reported as "discharged home in stable condition".